Event description:
The pt reported blood glucose results of "152 mg/dl, 113 mg/dl and 108 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.